Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. Additional testing found the device did not meet initial orientation specification due to the twisted distal tip. Rotation of the handle was able to adjust the orientation and meet specification. The condition of the returned incident device was consistent with the complaint that the device orientation was incorrect. The condition of the melted/split extrusion is not related to the customer's complaint of incorrect orientation. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a procedure. According to the complainant, during the procedure the device had incorrect orientation. There were no patient complications reported as a result of this event. The complainant was unable to provide any information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.